Manufacturer narrative:
Sku (B)(4) not sold in the us. Sku (B)(4) is the equivalent product that is sold in the us. Testing on returned unused samples from customer and retained samples of the same lot of product in the manufacturing facility could not replicate this reported failure. The device history records were reviewed and it was found to be complete and accurate. Review of complaint data for these 2 skus did not find any other complaints of urine not draining for this lot of production. This complaint could not be confirmed and therefore the root cause is unable to be determined.

Event description:
It was reported that an end user who was using a hollister urinary leg bag noticed that the urine did not flow down into the bag. When he became aware of this, he reported that he replaced the leg bag with another one and the urine flowed into the bag. No report of medical intervention. It was reported that the patient had a renal fistula. Hollister has not made aware if the leg bag system was being used to collect urine from the urinary bladder or from the kidney via nephrostomy tube.